Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The cartridge, infusion set tubing and site were changed. The customer's blood glucose level was not impacted.